Manufacturer narrative:
Visual analysis, leak test and microscopic analysis of the returned device identified: fold creases, wear abrasion, a curved sharp opening on the patch bond edge, yellow particles in inner surface. A dimension measurement in the shell was performed which identified the thickness within specification. The fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is a sharp opening assessed as an unidentified tear opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported right side capsular contracture, baker grade unknown.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.